Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, "the cdh didn't come out nail." No further information was provided.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2020. Additional information was requested, and the following was obtained: 1. What were the indications for surgery? Lar. 2. What healthcare professional fired the device and what is his/her experience with the device? The surgeon has experience with the device. 3. Where in the green gap setting scale was the indicator located prior to firing? Yes. 4. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not available. 5. Was the device difficult to close? Yes. 6. Was the device difficult to fire? Yes. 7. Did the healthcare professional receive audible & tactile feedback when firing the device? No. 8. Were the donuts inspected? If so, please describe. N/a. 9. Was a complete washer transection confirmed? N/a. 10. Were there any staple formation issues identified? No. 11. Were there any patient consequences? No.